Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant attempt, the helix would not extend smoothly and popped out after several turns. The lead was attempted to be implanted, however; the physician tried to position the lead three times without success. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.